Event description:
It was reported an issue with monoplus suture. The customer (veterinarian) reported that the suture fell back into the cassette and can't be used.

Manufacturer narrative:
G4: reported device only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k031216. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture with the thread broken inside the cassette, and it is not useful. Considering that no other complaints have been received for the involved code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: considering that the picture received shows that the product does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.